Event description:
The customer's spouse stated that the customer passed away more than a year ago in a car accident. The customer was wearing the pump while driving and was pronounced dead on arrival at the hospital.